Event description:
Due to disc deterioration and severe rupture at s1-l5 (discectomy: 10/92), rptr's physicians performed a multi-level spinal fusion (4/93) (s1-l3) with the use of pedicle plates and screws. Since about 4 months post-surgery, the pain has increased from an ache to a stabbing, constant pain that is not reduced with recumbency. To date, no "new" physician has been able to explain the severe pain and continued deteriotation. Sensation on the right side of the right leg has decreased and as a result, his instability has prevented him from working. (Note: fusion 4/93 was performed by both an ortho physician "b" and neuro physician "a".) Original physician "b" stated that there appeared to be no weakening of metal in 2/94 yet. Physician "a" stated that the pain "may be" due to metal fatigue or pt's body's rejection of implant. His new physician feels that the hardware (implant) should be removed so that he can rule out deteriorating causes. The implant prevents imaging of the spine, therefore limited diagnosis.